Event description:
It was reported that the pump battery would not charge. While attempting to charge the pump, the pump shutdown. The pump was re-plugged into a power source and the battery gauge showed 100% battery capacity. The pump history was reviewed and a low power alarm was observed. Customer's blood glucose level was 268-269 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.